Event description:
This MDR is being filed as a conservative measure in response to the pt's report that scabbing and broken skin the size of the metal snap developed under the white electrode, in conjunction with the electrode conductive gel developing a rust color. Based on the pt's description, this may represent a "burn" to the skin, although, the pt was not certain a burn occurred. No medical intervention was required nor was medication used for treatment. The pt reported no heat coming from the device. She did not observe anything unusual concerning the device. The pt started service on (B)(6) 2011. The pt reported using (B)(6) powder on the area.

Manufacturer narrative:
Preliminary eval was performed by lifewatch, and the device passed all aspects of testing. The device and data files shall be forwarded to the MFR for additional analysis. (B)(4), material discolored applies to electrodes. Associated accessory device: act monitor, model # com001, (B)(4).